Event description:
In 2006, a reintervention took place and a gore tag thoracic endoprostheses was implanted. The original implant date was in 2006 and two gore tag thoracic endoprosthesis were implanted. Further investigation is necessary.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note attached list of add'l devices implanted in pt.